Event description:
It was reported "the extension line of the distal lumen was found kinked after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, the extension line was not kinked during the procedure but from the beginning." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the extension line of the distal lumen was found kinked after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, the extension line was not kinked during the procedure but from the beginning." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. No definite signs of use were observed on the returned sample. Visual analysis revealed that the distal extension line contained a kink towards the proximal end, near the distal luer hub. This damage appears consistent with a packaging issue. Microscopic examination confirmed the damage. The kink in the distal extension line measured 3mm from the luer hub. The outer diameter of the distal extension line measured 2.17mm which is within the specification limits of 2.13mm - 2.21mm per the distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.4732mm, which is within the specification limits of 1.42mm - 1.50mm per the distal extension line extrusion product drawing. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit informs the user, "do not use if package is damaged. The complaint of a kinked extension line was confirmed by complaint investigation of the returned sample. The distal extension line was kinked adjacent to the luer hub. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed, with no relevant findings identified. The appearance of the damage is consistent with a packaging component placement issue. Based on these circumstances, packaging likely caused or contributed to this event. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.